Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (adjust belt or check belt messages, check therapy pad messages) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. The root cause of the pulled cables could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) male patient's friend contacted zoll customer support to report adjust belt or check belt messages and check therapy electrode pad messages. The pt was issued a replacement electrode belt.